Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the encode abutment could not be removed by the restoring dentist at crown insertion. It was noted that the head of the abutment screw was damaged. Tried a retrieval tool and then a screw removal kit with no success, therefore we flattened the abutment to bone level. Will not remove the implant at this time. Tooth number 19. Symptoms as a result of the event: pain and edema.